Event description:
It was reported that after announcing a usual breakfast but eating a smaller amount, the user experienced a lower-than-desired glucose of 72 mg/dl, treated with juice and subsequently rising to 110 mg/dl. The event involved user operation of the ilet and its user interface with no device malfunction identified. No reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, specifically misannouncing meal size, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.